Manufacturer narrative:
The field service engineer (fse) evaluated the computer on the aia-2000 analyzer at the customer's site. The fse reloaded and reinstalled the software which resolved the reported event. The analyzer was operational. No further action was required by fse.

Event description:
This report summarizes 1 malfunction event on the aia-2000 analyzer. The review of the event indicated that the aia-2000 analyzer experienced a computer failure, which caused delayed reporting of critical patient test results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.